Event description:
A patient was undergoing coronary stenting to a calcified om lesion. The site was predilated with a 2.5x15mm voyager balloon. The cypher did not cross the target lesion. The physician then pulled the stent back into the guide catheter, and upon withdrawal, the proximal struts were noted to be flared. The site was subsequently dilated with a 2.5x12mm quantum balloon, and another 2.5x23mm cypher successfully deployed. There was no reported patient injury.